Manufacturer narrative:
Date of event is estimated. Patient weight could not be obtained. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that after not charging and maintaining the ipg as recommended, the device became inoperable. As a result, surgical intervention occurred to explant and replace the ipg, which addressed the issue.